Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose levels to 20 mmol/l with no symptoms on (B)(6) 2012 and (B)(6) 2012 due to the pump suspending. This blood glucose does not meet animas criteria for an adverse event. The patient indicated being unfamiliar with the steps to suspend and resume on the pump and denied using the feature. The suspend history revealed that the pump was suspended multiple times on (B)(6) 2012 and (B)(6) 2012. This report is made based on the allegation that the pump may have been self suspending.

Manufacturer narrative:
(B)(4): the pump history showed that the pump was suspended multiple times on (B)(4) 2012 and resumed within one minute of the pump suspending. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without unprogrammed suspends occurring. The pump was suspended during testing and the pump gave the appropriate visual and audible alerts. The keypad buttons were tested and the buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.